Manufacturer narrative:
Follow-up # 1: the retain test strips failed performance testing with blood. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio2 meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that she first noticed the subject meter was reading inaccurately high around (B)(6) 2015, although no results were provided for this time. She claimed that the meter's results had been too high for "at least 6 months". Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that she is pregnant. She claimed that as a result of the increased blood glucose results, her diabetes management routine was changed from a fixed dose insulin treatment to a self-adjusting one. The patient reported that she would call in to the hospital every two weeks and be told over the phone how to adapt her insulin levels. She claimed that she suffered "multiple episodes of hypoglycemia" due to the raised insulin levels with symptoms of "sweating and headaches". She reported that she entered hospital on (B)(6) 2015, due to her diabetes"being out of control". The patient did not mention her insulin being reduced following her hospitalization. The patient claimed that while in hospital, she began comparing the results on the subject meter with the hospital's meter. On (B)(6) 2015 at 9:15am, she reported obtaining an alleged inaccurately high blood glucose result with the subject meter of "223 mg/dl", compared to "189 mg/dl" on a freestyle meter. On (B)(6) 2015 at 8am, she reported obtaining another alleged inaccurately high blood glucose result with the subject meter of "84 mg/dl", compared to "66 mg/dl" on a freestyle meter. On (B)(6) 2015 at noon, she reported a further alleged inaccurately high blood glucose result with the subject meter of "155 mg/dl", compared to "103 mg/dl" on a freestyle meter. All comparisons were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between some of these comparisons falls outside lfs' accuracy criteria. During troubleshooting the csr established that the patient's meter had been set to the correct unit of measure and her test strips had been stored correctly. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she obtained inaccurately high results on the subject meter, adjusted and administered medication based on the results she obtained, and reportedly developed multiple episodes of severe hypoglycemia which eventually required hospitalization, after the alleged issue began.

Manufacturer narrative:
Follow-up #3. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.